Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that during the implant procedure, the pt was stable and the surgeons were beginning to close the chest. It was reported that the pt suddenly became hypotensive and the pump power spiked. The surgeons looked inside the outflow graft as well as the pump itself and noticed that they both contained clots. The surgeons decided to exchange the device.